Manufacturer narrative:
Follow-up #1 date of submission 08/05/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the audio bolus button cover was found to be torn. Evaluation revealed that the audio bolus button responded properly; the initial complaint was not duplicated. Unrelated to this complaint, the display screen was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. Reportedly, the bolus button was under responsive. It was reported that the button cover was damaged prior to the tactile change. The reporter stated that there was no evidence of moisture or corrosion in the pump and no delivery issues were noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.